Event description:
Device is new. Leeching from pump on adic loop system. Pt getting sick: pulled adic system off line pts ok. Acid solution discolored. Took samples of acid for testing. Results indicate high levels of iron: replaced both pumps with maxim-tech pumps - drained acid tank; cleaned acid tank: flushed system; re-sampled acid.

Event description:
Device is new. Leeching from pump on acid loop system. Pts getting sick: pulled acid systm off line pts ok. Acid solution discolored. Took samples of acid for testing. Results indicate high levels of iron: replaced both pumps with maxim-tech pumps - drained acid tank; cleaned acid tank: flushed system; re-sampled acid.